Event description:
It was reported to philips that the system gave an alert indicating x-rays were not possible, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and further completed a good faith effort to get information regarding patient and procedure outcome. However, the customer has not provided the requested information. A remote service engineer (rse) from philips analyzed the system log file, which showed that the suite pc had lost contact with both the fdc and the collimator. To address the issue, a philips field service engineer (fse) visited the site to carry out further investigation. The analysis revealed that during post-testing the system failed with no communication. The philips engineer replaced fdcsib (flat detector controller system interface bodard) module. After replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome. The codes have been updated based on the investigation's outcome.